Event description:
It is reported that the customer was hospitalized for high blood glucose levels. No additional information is provided.

Manufacturer narrative:
Evaluated one sealed reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the manual prime and visual fluid flowing through the infusion set and out catheter tip. The reservoir was not occluded and no leakage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.